Event description:
On (B)(6): covidien pharma-emea reports; customer indicates (B)(6) female pt was administered 350 ml of intravenous ioversol (optiray 350) from a 500 ml vial for a computerized tomogram on (B)(6) 2011. The pt experienced compartment syndrome on her right upper limb likely to be extravasation of iodine contrast medium (ioversol). An extravasation of 80 ml occurred. Outcome was reported as unk. Treatment included right upper limb decompressive fasciotomy. Pt reported to have poor venous access, difficult peripheral venous access. No further info available.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.